Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported feeling dizzy followed by high voltage therapy from their implantable cardioverter defibrillator. The patient was brought into the office and upon review, inappropriate high voltage therapy for atrial fibrillation with rapid ventricular rate was noted. Programming changes were made. The patient was stable.